Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer states their levels went down to 30mg/dl. The customer states they treated low levels with food. The customer also states receiving lost sensor alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to change site and or change sensor.